Manufacturer narrative:
E1: name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that the patient experienced infusion set fell off event during use on (B)(6) 2026. The infusion set fell off on first day and site was leg.